Manufacturer narrative:
On may 25, 2007 amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided regarding eye infections from acanthamoeba. Lot number of solution used by patient is unknown. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship.

Event description:
A female patient reported, she experienced acanthamoeba keratitis following the use of complete moistureplus with her daily disposable contact lenses. The patient reported that her symptoms of photophobia, a scratchy sensation in the eye, and blurred vision in the left eye began sometime in 2006. She saw her optometrist who initially diagnosed keratitis and treated her with an antibiotic (name, dose unknown). The symptoms did not improve and she was later "diagnosed" with and treated for herpes simplex. In 2007, she was diagnosed with acanthamoeba keratitis. She began treatment with brolene, chlorhexidine and other drops she could not recall at the time of the interview. The disease progressed and sixteen days later, she received a corneal transplant. There were complications and an infection and two months later, while trying to remove a membrane that had formed around the retina, the vitreous was removed, the lens was lost and the retina detached. She reported that her doctor feels she has a "slim chance" of sight in the left eye, that she may will 'lose it', as her iop is currently 2mmhg. The patient indicated that she has a history of dry eyes. About one year ago her doctor changed her type of lenses to something "better for dry eyes" and gave her a starter kit containing complete moistureplus. She said that periodically she would wash her lens case with soap and tap water and allow it to air dry. She did not experience any adverse events while using complete moistureplus to store her lenses. The patient did not care for the new lenses or complete moistureplus, so she returned to wearing disposable daily lenses. She indicated that sometimes she would wear her disposable lenses more than one day. When she would re-use them she would store them in the solution the lens had been packaged in. Sometimes when she would remove the left lens she would use complete moistureplus as an artificial tear, applying it directly to her eye. She denied any other risk factors, such as swimming or bathing with her lenses in or using any other artificial tears. The patient discarded her solution seven months later, when her symptoms first began. The root cause has not been established.